Event description:
On the 1024rz gamma camera, the technologist had just changed the collimator and failed to install the collimator locking bolts. When the gantry was rotated, the collimator fell off and was damaged. There was no patient being imaged at the time and no one was injured.